Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cerebrovascular accident may have been procedure related.

Event description:
Following the procedure, a cerebrovascular accident occurred. Prior to discharging the patient, parasthesia of the left arm and leg was observed. Ultrasound of the carotid artery revealed no stenosis. A CT scan was performed and revealed hypoattenuation in the right thalamus. MRI revealed an acute infarct within the right thalamus and a mild degree of small vessel ischemic change. Outpatient physiotherapy will be conducted to address coordination and leg weakness. The patient is in stable condition. The physician alleged the infarct may have occurred due to the fluid line into the hd grid not being pressurized causing clot formation on the hd grid or due to cardioversion into sinus rhythm at the beginning of the case since spontaneous echo contrast was noted on toe. There were no performance issues with any abbott device.